Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nv217e - vitelene insert k 36mm sym. According to the complaint description, the inlay has sunk too far into the cup. This malfunction prolonged the surgery for 15 minutes. Additional information was not provided. Additional patient information is not available. The malfunction is filed under (B)(4). Involved components nv058t - plasmafit poly cup size 58mm k - lot 52670453.

Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. Outwardly, the complained inlay shows no abnormalities or unusual damages. The visible deformation in the area of the upper edge most likely occurred when removing the complained insert out from the cup. Due to the circumstance that the provided inlay has already been tried to be anchored in the cup and due to the thermal processing probably carried out as a result of decontamination, it can be assumed that the dimensions no longer correspond to those on delivery. For standard vitelene inlays is this the first complaint with this error pattern. Therefore at that time we exclude a product or material related error. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.